Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the biometric identifier was not working. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the biometric identifier was not working. A technical support specialist (tss) dialed into the station, logged into the carefusion admin profile. Tss checked device manager and found the lumidigm v31x fingerprint reader. Verified in programs and features that the lumidigm driver was on v5.30.50. Errors related to the biometric identifier (bioid) component were noted. Tss uninstalled the device (without removing the driver) and rebooted the station. Customer confirmed issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.